Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary-(B)(4) no anomalies were found; the full lead was returned and analyzed. Blood was found in/on the helix mechanism.

Event description:
It was reported that the helix would not extend once implanted. The lead was not used and a new lead was implanted. No patient complications were reported as a result of this event.